Manufacturer narrative:
The initial reported event of infection/erosion was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. Product event summary: a proximal portion was received measuring 44.5 cm. A distal portion was received measuring 44.5 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 1488tc, lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection and erosion occurred. Erosion reportedly due to lead moving above can. The implantable cardioverter defibrillator (ICD) system was explanted and device was used as a temporary system until infection cleared and system was then replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.